Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and required maintenance. A field service engineer logged into diagnostics and confirmed the biometric identifier device was not detected, accessed device manager, disabled and re enabled the biometric identifier device, after which the biometric identifier light turned off, returned to diagnostics and verified the biometric identifier was detected, then performed the acceptance test successfully, shut down and powered the station back on, confirming the biometric identifier remained recognized and active, performed the diagnostics biometric identifier acceptance test, verifying good health status and correct matching and mismatching of fingerprints. The customer tested logging in three times using biometric identifier without any issues, confirming successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the biometric identifier was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.